Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the (B)(6) bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video was available for review. A review of the instrument logs for the (B)(6) bipolar forceps (part number 471172-16/lot number k11211018 0032) associated with this event has been performed. Per the review, the (B)(6) bipolar forceps instrument was last used in a radical cystectomy with ileal conduit surgical procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 1 use remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the (B)(6) bipolar forceps instrument was not working. It was unknown if there were any fragments that fell into the patient during the procedure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It is reported that the (B)(6) bipolar forceps instrument was not working. It is unknown if a fragment fell into the patient. The procedure was completed with no report of patient injury. The (B)(6) bipolar forceps is a multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with backup instrument. There was no patient injury. There was no procedure delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation could not replicate nor confirm the customer reported complaint ¿maryland bipolar forceps (mbf) is defective¿. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed an electrical continuity test. The instrument passed an energy delivery test. The instrument was fully functional.

Event description:
Refer to h10/h11 for follow-up information.